Event description:
Silicone breast implants implanted in 1988. I have been almost homebound for 18 plus years. Severe swelling of skin, face, mouth, eyes and throughout body. Severe rashes, knots on entire body, hair loss, memory loss, brain fog, and weakness that left me in bed on and off for years. Hearing loss, ringing in ears, loss of hair and nails, near death episodes. Removed implants in 1992. I am still sick. Last 4 years I have been a small amount better as I am not as weak as I was, but still have all symptoms. High blood pressure, heart problems. Removed gall bladder with several swelling of organs, spot on liver, and inflammation of the uterus. With all test results showing inflammation. Systemic reactions; suffering life.

Event description:
Add'l info received from reporter for report # mw5042667 on 7/17/2018: I have called, filled out forms, etc. I had documented immune system problems and now have developed breast cancer in (B)(6) 2017. So here is yet another report from me on the newest cancer diagnosis. The FDA should f/u on any and all breast cancers and silicone implants. Do your job. I have been sick for years. Many more has been sick and died. Look at all the sick women reports and believe what we say.